Event description:
On 01/19: customer reported via phone that during a laser lithotripsy uroscopy stone removal and stent placement procedure on a (B)(6) old male pt the system would not fluoro. The physician placed the stent blindly and was not able to verify the stent was correctly placed. Procedure was completed and no injury to the pt was reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental will be submitted.